Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 440 mg/dl. Customer stated that the blood glucose meter was completely dead and unable to turn on. Customer did not feel ok to do troubleshooting for high blood glucose. The device will not return for the analysis. T